Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6): product type lead product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s reflex sympathetic dystrophy (rsd) triggers when stimulation was not working. The patient stated, she could tell when it was out of whack, if it¿s not working properly, or off, or whatever because, her nails, just on the left side grow like crazy, super-long, they are formed perfectly, super-hard and once she goes back in and the stimulator gets reprogrammed then they started to thin out and break, ¿it¿s weird.¿ this was reported to have started before she got the stimulator but when it was intact and working properly stimulating the nerve she didn¿t have an issue, but if she gets stressed or one of the leads move, she can tell. This most recently happened at the time of the report so the patient met with the manufacturer¿s representative (rep) and healthcare provider (hcp) for reprogramming. The patient said, she had four programs and they tweaked it. It was noted before that, probably six months prior, the doctor said ¿oh, your arm looks like a mannequin again.¿ during flares her arm would get real shiny and it was sensitive to the touch which was her rsd condition. This was why the patient was implanted. The patient stated her long thoracic nerve behind the shoulder blade, throughout both shoulders, and into her head had severe nerve damage so the system was across both shoulders and into her head. The patient reported she had 16 leads and 32 prongs off of that and it covered all the way across both shoulders and up into her neck and head. The patient developed rsd because of a shoulder surgery she had where the doctor left her in a sling for three months so her shoulder was frozen and when they manipulated it when it was frozen she developed rsd. The patient explained ¿if I get injured in my right leg it will cross over and if I injure my left leg it won¿t go up and down, it will only cross over. If I injure my left leg it won¿t go up and down. If I injure my right shoulder or my left it will cross over but then if it goes in my right shoulder I will get it in my whole body. It was noted that at the time of the report it was maintained on the left (rsd). The rep. Reported that he spoke to the patient recently and she said she was fine.

Event description:
Additional information received reported that the patient discussed using a different group on her stimulation with the manufacturing representative. The patient was instructed to call if she had any further issues, but the manufacturing representative had not heard from her.